Event description:
X-ray equipment in the cath lab lost power while a patient was on the table. Staff were unsuccessful in turning the power back on. The portable x-ray was brought into the room; the procedure continued and the patient did fine. Philips (manufacturer) on site, no power was coming to the x-ray unit. The teal (ups) breaker was tripped, the x-ray generator was tripped and there was no power to the breaker in the room. The breaker in the electrical closet was tripped which then discontinued power into the x-ray machine. Power was supplied back to the x-ray machine and all functions were then normal. Philips finished testing, no clear indication what caused the breaker to trip. We will be receiving the service report soon from philips.